Event description:
The pt experienced a shocking or jolting sensation and painful stimulation. She was planning on having some cortisone shots to control the sharp pain. It was noted that her body has been taking more time to heal since the new ins implant. She was at home. Add¿l info has been requested.

Manufacturer narrative:
(B)(4).